Event description:
The following was reported from the aaa 24-01 tambe post approval study and information was obtained from the imedidata clinical database: on (B)(6) 2025, a patient was treated for a thoracoabdominal aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctag) devices and a gore® tag® thoracic branch endoprosthesis (tbe). The thoracic aorta was covered from zones 2-5, with a tbe side branch being placed in the left subclavian. On (B)(6) 2026, a patient was treated for a secondary intervention on a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system of components, including a gore® tag® conformable thoracic stent graft with active control system (ctag) device placed distally to the tambe. All devices were navigated into position and deployed successfully. On (B)(6) 2026, spinal cord ischemia was observed. This event is listed as procedure related. The ischemia was treated with a spinal drain. The patient was discharged from the hospital to inpatient rehab on (B)(6) 2026. On (B)(6) 2026, a spinal cord ischemia scale assessment graded the patient as 3c - nonambulatory (wheelchair bound), minimal or no movement. On (B)(6) 2026, a spinal cord ischemia scale assessment graded the patient as 3c - nonambulatory (wheelchair bound), minimal or no movement. The ischemia is listed as ongoing.

Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.